Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: u m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7093895/ 7095302.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also reported that the leads migrated, and patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the ipg was relocated, and the leads were replaced.